Event description:
Boston scientific rec'd info that this right atrial (ra) lead exhibited high pacing thresholds and poor sensing. The lead was thought to have been twiddled, and lead dislodgement was confirmed with fluoroscopy. A lead revision procedure was performed and this lead was explanted, and a new ra lead was successfully implanted. No adverse pt effects were noted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.